Event description:
It was reported that during an acl reconstruction surgery, the t2 of an ultra fast fix could not be deployed. T1 has removed from the patient by pulling directly. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed the t2 anchor was behind the needle dimple. The foam insert in front of the actuator. No physical damage visible to the device. A visual inspection revealed the device was returned outside of original packaging. The t1 anchor was detached from the needle. The t2 anchor was still attached to the needle behind the needle dimple in the manufacturer intended position. The foam insert was still in the actuator channel. No physical damage visible to the device. A functional evaluation revealed the actuator and actuator tip functioned as intended using a reference meniscus the t2 anchor could be deployed as expected. There was no relationship found between the device and the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.